Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) balloon removed due to fluid loss. A new 61 cm balloon was implanted.

Manufacturer narrative:
Bsc aware date. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61680 to: 2183959-2018-61481.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) balloon removed due to fluid loss. A new 61cm balloon was implanted.

Manufacturer narrative:
Additional information: further information was reported that the patient experienced the device difficult to inflate or deflate due to the fluid loss, device code. Bsc aware date. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT.the report number is being corrected from: 2183959-2018-61680 to: 2183959-2018-61481.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) balloon removed due to fluid loss. A new 61cm balloon was implanted. Further information was reported that the patient experienced the device difficult to inflate or deflate due to the fluid loss.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the balloon shell that was the result of sharp instrument damage. The balloon was not functionally tested due to the leak in the balloon shell. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction. "No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process." Additional information: further information was reported that the patient experienced the device difficult to inflate or deflate due to the fluid loss. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61680 to 2183959-2018-61481.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) balloon removed due to fluid loss. A new 61cm balloon was implanted. Further information was reported that the patient experienced the device difficult to inflate or deflate due to the fluid loss.